Event description:
It was reported that the pressure transducer test failed during system check out. There was no patient connected to the anesthesia system at the time of the event. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Our field service engineer investigated the anesthesia system at the hospital and concluded that there was a leakage and that caused the pressure transducer test to fail. The technician stated further that an afgo (additional fresh gas outlet) valve was needed for troubleshooting purposes. No additional information or logs have been since then been received. With only this limited amount of information, we are not able to neither confirm the issue or determine any cause of the reported event.

Event description:
Manufacturer's reference number: (B)(4).